Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure,lens stuck in the cartridge, plunger would not advance the lens. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information has been provided in h.6. (Component code changed to g04063). A sample was not received at the manufacturing site for evaluation of the report that the plunger would not advance lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).